Manufacturer narrative:
Additional information has been requested along with the device return for investigation.

Event description:
It was reported that there was a removal of an m6 on a revision acdf arthroplasty that seems to be infected.

Manufacturer narrative:
The build lhr was examined including the final inspection records and the in-process measurements. There was one ncmr associated with this lot (20-89). The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Based on the inspection of the retrieved m6-c compiled in the present report, in conjunction with the limited information provided, while the device was damaged during removal and the hospital cleaning process; however, the device likely did not fail mechanically in vivo. There was no evidence of collapse and little in vivo damage. It was reported that infection was suspected during the revision surgery. Therefore, the failure of this procedure was likely due to the reported infection; however, without radiographs or lab results, this is difficult to confirm. Rmf 0003 rev 39 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that there was a removal of an m6 on a revision acdf arthroplasty that seems to be infected.